Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump over delivered insulin and also alarmed for a button error. The insulin pump had not been dropped or bumped. The blood glucose reading was 3.1 mmol/l.

Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. All operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, a21 error test and displacement test. The insulin pump was received with cracked case at the display window corners, cracked battery tube threads, stained end cap sticker and minor scratched lcd window. The drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
The pump passed the delivery volume accuracy test.